Event description:
Reportedly, during an angioplasty on the femoral-popliteal, the stent only deployed 4cm instead of 10cm nominal length. The physician used a balloon to deploy the stent but only 6cm are deployed.